Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. During the procedure, a 1.50mm x 12mm emerge push balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. During the procedure, a 1.50mm x 12mm emerge push balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
The device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage and a 21mm tear starting at the port weld and extending distally. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm a balloon burst but did confirm shaft damage which would have prevent the balloon from inflating. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.